Event description:
The customer reported that the ventilator shut down due to loss of ac power and the battery depleted with no visual or audible alarms. The customer reported there was no patient involvement.